Event description:
The homecare provider's (hcp) insurance company reported the following: (1) the hcp filled the or-313 reservoir liquid oxygen system in the morning. (2) the pt took a nap in the afternoon. (3) when they awoke, liquid oxygen was on their kitchen floor. (4) pt did not know the source of the leak on the or-313. (5) no injury occurred. (6) the kitchen floor was damaged.